Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced stomach pain and vomiting. According to the parent, the patient was diagnosed with diabetic ketoacidosis (dka). The parent transported the patient to the hospital. At the time of departure from home, the patient¿s cgm displayed a reading of 105 mg/dl. Upon arrival at the hospital, a fingerstick bg reading was taken and measured at 667 mg/dl. The patient was treated with intravenous fluids. The patient was discharged the following day. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. There was no documentation of additional medical evaluation or intervention. At the time of reporting, the patient was described as stable and doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.